Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported event. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be under delivering to the manufacturing specifications. Unable to determined the root causes of the issue. It was recommended that the expulsor assembly be replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (-13.9%). No patient was involved in this event. No adverse effects were reported.